Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: concomitant prod: dvbb1d1 ¿ defib implanted on (B)(6) 2013 additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 31-aug-2022 h5: no d1: heartware ventricular assist system - driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller fault alarm occurred due to the internal battery reaching end of life in the controller. During the controller exchange, the driveline cover was found to be stuck to the driveline and was more stiff than anticipated. Upon removal of the driveline cover, a reddish brown substance was observed on the driveline, raising concerns about potential contamination or irregularity and the possibility that the substance could cause the cover to become stuck in the future. The driveline cover was evaluated and manipulated by a clinical specialist and engineer in the emergency room, and the substance was cleaned off the driveline with an alcohol wipe. The risks and benefits were discussed, and the decision was made to remove the driveline cover. The controller was successfully exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿ driveline cover d4: model #:1175/ catalog #:1175 / serial or lot#: (B)(6) h4: mfg date: h5: yes, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) d9: yes, return date: 2025-aug-06 h3: yes lot# r020408 d9: yes, return date: 2025-aug-11 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6) and the driveline boot cover (lot no. R020408) were returned for evaluation. There was no evidence that (B)(6) or the driveline boot cover had previously been serviced. Review of the pump's manufacturing documentation and the driveline boot cover's inspection records confirmed that the associated devices met all requirements for release. A review of the controller's manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2025 at 14:35:57, as well as multiple event exceptions logged since (B)(6) 2025, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 16:12:48, indicating a physical disconnection of the driveline, likely during the reported controller exchange. On-site inspection of the driveline boot cover revealed that the boot cover was stiff. Visual inspection of the returned device revealed that the driveline cover was in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Visual inspection also revealed foreign material within and around the driveline boot cover. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed foreign material around the driveline connector. The visual evidence also revealed discoloration of the outer sheath. As a result, the reported events were confirmed. A driveline cover removal as well as the removal of the substance from the connector nut with an alcohol wipe were performed to mitigate the reported conditions. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. The most likely root cause of the foreign material around the driveline connector and the observed boot cover contamination can be attributed to the handling of the device. Based on historical review of similar events, the most likely root cause of the observed driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely cause of the reported vad disconnect alarm can be attributed to a physical disconnec tion of the driveline from the controller, likely during the reported controller exchange. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investig ated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.